Manufacturer narrative:
On 8-jul-2021, mentor received additional information regarding the suspected medical device and explantation date. The complaint device was received under other complaint on 11-jun-2021. On 8-jul-2021, it was found that the device belongs to this event. The lot number is 7691459. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Initially, the explantation date was reported as (B)(6) 2021. However, additional information revealed that the actual explantation date was (B)(6) 2021. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The relevant fields have bee updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-jul-2021, the investigation on the suspected medical device was completed. It was found additional information regarding the suspected medical device was omitted on the previous report. Investigation summary: mentor then conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found on the union between shell and patch of the ce tall height te 650cc tissue expander. Leak testing was performed, in accordance with mentor procedures, and no additional leak sites were detected during the analysis. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the device shell. The cause in the remaining area of the tear could not be identified. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4) the suspected medical device is a ce med height te 650cc prosthesis (catalog #: 3548225).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction with a ce tall height te 550cc prosthesis and experienced postoperative deflation (side unknown). As a result, the patient underwent explantation. The explantation date was estimated as (B)(6) 2021 based on available information. If additional becomes available in the future, a supplemental report will be submitted.